Event description:
It was reported that the device double beeps with no cassette during testing. No patient injury was reported.

Manufacturer narrative:
The device was returned for investigation. The smiths label is intact. Related evidence found high pressure and no disposable alarm messages in the event log. A visual inspection and functional test were performed, and the reported failure was not replicated. One possible, but unconfirmed, problem source was listed as fluid ingression on the pump by the chassis base of the downstream occlusion sensor. The root cause of the event can be attributed to the user. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.